Manufacturer narrative:
MFR report is associated with argus case (B)(4), biotene original oral rinse (original).

Event description:
I accidentally "the" swallowed a bit of biotene [accidental device ingestion]. I choked [choking]. It burned my inner mouth [burning mouth]. I continued the cough [coughing]. It kind of upset my stomach [upset stomach]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number unknown, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On an unknown date, an unknown time after starting biotene original oral rinse (original), the patient experienced accidental device ingestion (serious criteria gsk medically significant), choking (serious criteria gsk medically significant), burning mouth, coughing and upset stomach. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the accidental device ingestion, choking, burning mouth, coughing and upset stomach were unknown. The reporter considered the accidental device ingestion, choking, burning mouth, coughing and upset stomach to be related to biotene original oral rinse (original). Additional information: adverse event information was received on 13 february 2019 via live call. Consumer reported that, "I accidentally the swallow a bit of biotene and it burn my inner mouth and kind upset my stomach I continued the cough and I choked and try several thing like warm water and cold water. According to the product label some ingredients may harm you or poisonous?".